Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary :examination of the returned device confirms the reported trial damage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint consisted of (1) 254500717 attune cr fem trial sz 7 lt. Examination of the returned device confirms the reported trial damage. Damage to the femoral trial flange was found which is consistent with saw blades coming in contact with the device. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to user error. Per surgical technique 0612-10-512 (page 58, care should be taken to avoid saw blade excursion into the femoral trials or implants). The root cause is attributed to inadvertent user error. Based on the root cause of unintended user error, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there are scratches on the attune femur trial.